Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and that the insulin gauge was inaccurate. There was no reported adverse effect to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.